Manufacturer narrative:
(B)(4). Review of radiographic images show a longitude pedicle screw construct l3 to l5 without interbody support. L5 screws appear to have been left proud. One of l5 screws has broken. Saggital CT and axial CT with screws in place also provided. No additional information added as to malfunction from those images. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The crown is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical, consistent with the transmission of flexural loads through the connection. The bone screw is broken at 10 mm from the neck (at the second thread). The mas joint is locked in the straight direction (same axis than the setscrew due to the tightening of the rod. The bone thread was damaged and the mas head is worn due to explantation maneuvers. The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. No defect was found at the level of the starting point and over the section. A portion of the broken section is worn due to repeated contact with the two broken parts of the mas. The bone screw returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent a fatigue damaging of the metal due to repeated flexural loading of the bone screw.

Event description:
It was reported that a lwk 4 fracture was operated on with posterior fixation. Sometime post-op, it was reported that the screw was broken at the l5 veterbra on the right side. A revision surgery was conducted approximately 6 months post-op to remove the broken screw.